Manufacturer narrative:
Based on the claim against the product by the customer noting conductor wire insulation damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. There were signs of thermal damage observed. A piece approximately 0.029" x 0.063" was missing. Common cause of this failure was attributed to a component failure. The complaint regarding conductor wire insulation damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a simple prostatectomy procedure. There were 5 uses remaining after this last usage. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage. Failure analysis confirmed the insulation on the conductor wire was damaged and the conductor wire was exposed as a result. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during central processing, the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in was unknown if the fbf instrument conductor wire damage was observed prior or after reprocessing. When the fbf instrument was used in the last procedure, the fbf was not inspected prior to use. It was unknown if the fbf instrument collided with any other instrument or tool during the procedure. During last usage, the customer did not observe arcing. There was no fragment falling inside the patient¿s anatomy. The procedure was completed robotically with no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the fenestrated bipolar forceps instrument by an advanced failure analysis engineer. Initial findings were confirmed. The damaged insulation was inspected at 200x magnification, and it was confirmed that while the damaged insulation resulted in exposed wire, there was no damage to the actual wire. Continuity was also retested and passed. There was no other damage observed. The root cause of this failure was attributed to a component failure.